Event description:
It was reported that during a pre use check, the cardiosave intra-aortic balloon pump (iabp) had a battery issue. No patient was involved.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a battery issue.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information: e1 (event site state: (B)(6)). It was reported that the cardiosave intra aortic balloon pump (iabp) unit not charging batteries..no patient involvement. A getinge field service engineer (fse) says unit tested ok, the unit passed after monitoring,unit returned to customer for clinical use.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
It was reported that during a pre use check, the cardiosave intra-aortic balloon pump (iabp) had a battery issue. Batteries didn't charge. No patient was involved.